Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # unk. Additional information was requested, and the following was obtained: did the event occur after or during transection? The device would not fire so it occurred before. He clamped the tissue for the jj and the device would not fire, he removed the battery and re-inserted it and then without unclamping he fired the device and it worked. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with shrouds and nozzle damaged, and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damages to the shroud and nozzle are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 309c23, and no non-conformances were identified.

Event description:
It was reported the device would not fire. Physician removed the battery and replaced it and the device fired subsequent reloads with no patient harm.